Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported event was a fracture which was likely caused during preparation for implantation of the shoulder.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-10-15, 4911806 - equinoxe replicator plate 1.5mm o/s; 310-01-44, 4835494 - equinoxe, humeral head short, 44mm (alpha); 314-13-03, 4825303 - equinoxe cage glenoid medium, alpha.

Event description:
As reported, this (B)(6) y/o male experienced a crack in calcar during implant implementation, noted as an intra-op right humeral fracture. The plan post-procedure is slow and controlled rehabilitation. The patient has a history of rheumatory arthritis, hypertension, chronic renal failure and is on dialysis. The case report form indicates this event is possibly related to devices and definitely related procedure. This event report was received through clinical data collection activities.